Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: during investigation, the pump was returned with moisture behind the display lens and corrosion in the battery compartment. The battery cap was not returned the battery compartment was found to be cracked. A test cap was able to attach to the pump. The pump was unresponsive. There was no vibration, no audible and the display screen was blank. The attempt to download the pump history and the pump back was unsuccessful. The pump cover was removed and there was moisture ingress on the printed circuit board and internal components. A leak test failed due to a battery compartment crack.